Manufacturer narrative:
Preliminary analysis of the returned device revealed that the reported issue most probably resulted from a software issue.

Event description:
Reportedly, the status light of the subject home monitor remains orange.

Event description:
Reportedly, the status light of the subject home monitor remains orange.

Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1: updated.

Event description:
Reportedly, the status light of the subject home monitor remains orange.